Event description:
During a pulmonary vein isolation ablation procedure, the ring of the sheath tip detached. Following transseptal access and during 3d mapping, it was noted that the ring of the tip of the sheath was in the left atrium. The detached portion of the sheath was snared out of the left atrium and removed via an agilis introducer. The procedure then continued with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. A non-abbott catheter was also received. The sheath soft gray tip was fractured and detached from the sheath and was not returned. In addition, several cracks were noted throughout the distal end of the sheath and the sheath tubing was a light yellow color. The damage is consistent with the product being stored outside of the shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with exposure to light and subsequent material degradation. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place.